Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for an unrelated procedure on (B)(6) 2018. During the procedure, the right ventricular lead was capped and replaced due to abnormal lead impedance, high pacing thresholds, and intermittent capture. The generator change and was successful and patient was discharged.